Event description:
"7/25/2023 - we were notified of a patient who was excreting pieces that were identified as part of the capsule. An RMA was issued to have the remains of the capsule returned for investigation. 7/27/2023 - frm-0089b capsule incident questionnaire was sent to the customer and requested be filled out to gather more information. 7/31/2023 - the completed frm-0089b capsule incident questionnaire was received indicating that the patient was hospitalized since (B)(6) due to diarrhea and intermittent hematochezia of 2 years of evolution which were exacerbated days before the hospitalization. It was mentioned that the capsule procedure took place on (B)(6) to find the root cause of the existing issue. On (B)(6) the patient indicated abdominal pain and an x-ray was performed showing no signs of obstruction. It was noted by the customer that they can see the capsule in the lower abdomen without the batteries or plunger in the final x-ray. 8/7/2023 - we received the defective capsule from the customer. 8/8/2023 - the video was retrieved and sent to the customer. The video was normal and captured images for 16hrs until the capsule memory was filled up. We requested more information from the customer, as our analysis indicated that the capsule housing appeared as melted. The exterior of the capsule housing does heat up but it could not have caused the deformation of the capsule since it can only heat up to around 40c at the highest when there is a short circuit and the deformation of the polycarbonate is caused at a much higher temperature (melting of the polycarbonate is at approximately 150c). Therefore, we believe that the capsule could have been exposed to some sort of external heat caused this deformation. 8/15/2023 -additional information was requested from the hospital and they confirmed that no MRI was performed on the patient and added that the patient did not have any other symptoms besides what led her to be hospitalization with symptoms as abdominal pain, diarrhea and hematochezia. 8/22/2023 - we had a meeting with the distributor to clarify the reportability of this complaint where it was explained to us that the doctor in charge of the patient categorized this issue as a non-serious adverse incident. Consequently, this issue will be reported by the hospital (B)(6) in their monthly reporting. 9/8/2023 - the issue was reported by the hospital to the (B)(6) regulatory body, the (B)(6), as a non-serious adverse incident with the code" precol230921764"."

Manufacturer narrative:
7/25/2023 - we were notified of a patient who was excreting pieces that were identified as part of the capsule. An RMA was issued to have the remains of the capsule returned for investigation. 7/27/2023 - frm-0089b capsule incident questionnaire was sent to the customer and requested be filled out to gather more information. 7/31/2023 - the completed frm-0089b capsule incident questionnaire was received indicating that the patient was hospitalized since (B)(6) due to diarrhea and intermittent hematochezia of 2 years of evolution which were exacerbated days before the hospitalization. It was mentioned that the capsule procedure took place on (B)(6) to find the root cause of the existing issue. On (B)(6) the patient indicated abdominal pain and an x-ray was performed showing no signs of obstruction. It was noted by the customer that they can see the capsule in the lower abdomen without the batteries or plunger in the final x-ray. 8/7/2023 - we received the defective capsule from the customer. 8/8/2023 - the video was retrieved and sent to the customer. The video was normal and captured images for 16hrs until the capsule memory was filled up. We requested more information from the customer, as our analysis indicated that the capsule housing appeared as melted. The exterior of the capsule housing does heat up but it could not have caused the deformation of the capsule since it can only heat up to around 40c at the highest when there is a short circuit and the deformation of the polycarbonate is caused at a much higher temperature (melting of the polycarbonate is at approximately 150 c). Therefore, we believe that the capsule could have been exposed to some sort of external heat caused this deformation. 8/15/2023 -additional information was requested from the hospital and they confirmed that no MRI was performed on the patient and added that the patient did not have any other symptoms besides what led her to be hospitalization with symptoms as abdominal pain, diarrhea and hematochezia. 8/22/2023 - we had a meeting with the distributor to clarify the reportability of this complaint where it was explained to us that the doctor in charge of the patient categorized this issue as a non-serious adverse incident. Consequently, this issue will be reported by the hospital (B)(6) in their monthly reporting. 9/8/2023 - the issue was reported by the hospital to the (B)(6) regulatory body, the (B)(6), as a non-serious adverse incident with the code" precol230921764".